Manufacturer narrative:
Concomitant products: product ID 355531, lot # n292873, implanted: (B)(6) 2011, product type screening device; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient¿s spinal cord stimulator (scs) did not work and it never had since it was implanted. It was clarified that it was not helping her pain. The patient saw a manufacturing representative (rep) at the hospital and he changed some of the settings on the control to where the patient could feel the pulses, but that did not help the pain. She also met with another rep within 2 months of surgery and she tried to make adjustments and this did not work either. The patient continued to see the doctor for pain management after her surgery and he was giving her injections in the same place that the patient had a fusion. The doctor ¿didn¿t seem to notice that the one above it was bad, the next one up¿ my fusion was l5, s1, and he never seemed to notice that I probably needed the injection at l4, l5.¿ so the patient went to see an orthopedic back surgeon who referred them to a different doctor t hat previously worked with scs. The doctor did a fluoroscope and ¿what was put back in my spine was all wrinkled up and crinkled it wasn¿t flat.¿ the patient clarified that it was part of the scs system. The doctor said that a l4, l5 it was sticking out and the patient could feel it sometimes when she was sitting back in a chair and felt like something was poking her. Now the doctor could only do a rhizotomy where he turned the nerves every 6 months, but it would only last 4 months. They kept trying to do injections in her back every 4 weeks and it did not do any good. She was in constant pain and she could not even drive, and her pain was getting worse. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.